Event description:
It was reported that following the implantation of a miniarc pro the patient "went into retention." The patient visited the emergency room and had "1,000cc residual." No additional patient complications have been reported in relation to this event.